Event description:
Dealer called stating that the replacement tilt actuator for an unknown invacare lift was received dirty and oily. Dealer went to the facility and replaced the actuator and when it was tested on the lift it allegedly broke. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown. The dealer called stating that he received a replacement tilt actuator for an unknown invacare lift and when he opened the package the product was allegedly dirty, oily and looked used. The facility could not wait for another replacement so dealer took the product to the facility, installed it on the lift and when the facility tested the unit, prior to patient involvement, the actuator allegedly broke. A replacement tilt actuator has been shipped to the facility overnight. No injury. The malfunction has not been confirmed.